Event description:
It was reported that a spectrum pump was giving a system error 105 message. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The unit was found inoperable due to system error 105 alarms. This error was caused by a failed motor (flex). The motor was replaced.